Event description:
It was reported an unspecified issue that resulted in "harm" (unspecified). Although requested, no further information has been provided.

Manufacturer narrative:
Correction: through due diligence with the customer, it has been confirmed the events in this record have been previously reported under MFR report # 2016493-2025-84083.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the customer has seen an uptick in channel errors over the past 4 weeks. The errors have been occurring at all different times but mainly noradrenaline and propofol. Customer reports at least one event resulted in unspecified harm.